Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of necrosis, infection, lymphadenopathy, capsular contracture, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿due to the recall, patient wants to remove the implants and not place again for being afraid of the pathologies may have in the future", "nodules were necrosed, which caused an infection", "pain¿, ¿sensation of burning in areola¿, ¿stretching nerve¿, ¿displacement¿, ¿can¿t sleep on the stomach position and neither raise the arms", ¿possibility of silicone gel leakage¿, ¿lymph node inflammation¿, ¿findings that may be related to silicone-induced granuloma", ¿inflammatory process¿ and ¿capsular contracture baker grade iii/IV."

Event description:
Patient reported left side ¿due to the recall, patient wants to remove the implants and not place again for being afraid of the pathologies may have in the future", "nodules were necrosed, which caused an infection", "pain¿, ¿sensation of burning in areola¿, ¿stretching nerve¿, ¿displacement¿, ¿can¿t sleep on the stomach position and neither raise the arms", ¿possibility of silicone gel leakage¿, ¿lymph node inflammation¿, "capsular contracture", and ¿findings that may be related to silicone-induced granuloma.¿ healthcare professional reported ¿inflammatory process¿ and ¿capsular contracture baker grade iii/IV of implants.¿ healthcare professional additionally reported ¿labyrinthitis¿, ¿rhinitis¿, ¿arthralgia¿, and ¿recurrent conjunctivitis¿; these are not device related. Device remains implanted.